Manufacturer narrative:
H3: part # 6550041: lot # k23f3138. Visual inspection did not reveal any damage to the cement guide. It appears the guide was not used for the procedure due to possible cement leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a patient having fixation using l3/4/5 pps. It was reported that when attempting to attach the delivery device (with guide tip attached) to the 4 screws at l3 and l5, the delivery guide could not be attached to the 2 screws at l5. Various attempts were made, but achieving the ideal attachment was not possible. Considering the risk of cement leakage, cement injection was abandoned. The rods were then inserted as they were, and the procedure was completed. There were no patient symptoms reported. There were no further complications reported regarding the event.